Event description:
Young male with gsw to chest. Blood placed on rapid transfuser. Blood tubing for transfuser crack, delaying blood administration and waiting unit of blood. Tubing expired, label on box with expiration. Box itself does not have expiration date printed. FDA safety report ID# (B)(4). See scanned pages.